Event description:
Poor wound healing. The patient underwent surgery for lumbar stenosis and was treated with absorbable hemostatic fluid gelatin. The surgical process and usage were successfully discharged. On the 26th day after surgery, the patient complained of poor wound healing. On the 33rd day after surgery, the patient was readmitted due to poor wound healing and underwent surgery with symptomatic anti infection treatment. Currently under treatment. Event date: 03/31/2025. Procedure date: (B)(6) 2025. Information was received that the information requested is unknown,